Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause due to intermittent undersensing. It was further reported the icm experienced intermittent oversensing of noise. The icm remains in use. No patient complications have been reported as a result of this event.